Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the eyelet of the flange was torn. The deformation of the tear was uneven. The root cause could not be determined.

Event description:
It was stated that foam gauze from under trach tie and trach flange broke. The event occurred while in use with patient, and it happened in bed. Operator of the device was the nurse. The issue was resolved by changing the trach tube to new one.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.